Manufacturer narrative:
There was no information about the event date, therefore the bsc aware date was used. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior vaginal wall mesh procedure performed on (B)(6) 2014. According to the complainant, the exposed part of the eroded mesh was resected. Conservative treatment was performed by antibacterial agent, estrogen patch, and vaginal tablets. Excision of the exposed mesh was performed in the outpatient department. The date of erosion and mesh resection was unknown. Reportedly, the mesh was placed in the vaginal wall, and there was no mesh exposure noted. Also, there was no difficulty in sexual intercourse.